Manufacturer narrative:
Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. There is no evidence that the issue is related with manufacturing. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant, catalog number 3544507, serial number (B)(4), lot number 254673 (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 450cc and experienced bilateral capsular contracture, baker grade IV on the right side and baker grade iii on the left side, and deflation on the left side. Deflation was diagnosed by physician during surgery. As a result, the patient underwent removal and replacement with unspecified breast implants on (B)(6) 2018. This report is for the right side.